Manufacturer narrative:
Pump passed self-test, active current measurement, sleep current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2025 22:03:50.000 in pump downloaded history. Confirmed pump alarmed insulin flow blocked alarm during normal bolus on (B)(6) 2025 14:59:08.000 in pump downloaded history. No alarms or alerts noted during testing. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 13:06:00 after more than 7 days at 16.37 days. Found moisture damage to pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, broken belt clip rails and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. Pump pass required testing and no failed battery test noted during analysis. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected not confirmed. Cosmetic damage located at the back of pump (corner of belt clip rails) confirmed. No unexpected insulin flow blocked alarms noted during test. Confirmed moisture damage to pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer¿s pump was rejecting new batteries, had a battery life of about 7 days, a broken belt clip, and a hairline fracture on the back of the battery compartment. The customer also experienced unexplained and random insulin flow blocked alarms, difficulty reading the front screen due to peeling, and sensor rejection issues. The customer reported no adverse event. The event involved product(s) mmt-342g, mmt-431ag, acc-1601, mmt-1884, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for acc-1601. No product return is required for mmt-1884. No product return is required for mmt-7040a.